Event description:
The complainant has reported that a pt, age and gender unk, underwent a therapeutic esophageal wallstent placement for treatment. The procedure was performed in 2005. Later, on the same day, it was noticed that the device had migrated into the pt's stomach. This wa confirmed by esogastroendoscopy. A decision was taken to perform the planned surgical oseophagectomy. The device was retrieved.